Manufacturer narrative:
Product is not returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent arthroscopy to treat post-operative pain 3 years following left knee arthroplasty. During the procedure, it was discovered that the bearing had fractured. The patient was further treated with revision due to pain, swelling and post-operative breakage of the polyethylene bearing.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 3005751028-2010-00027.